Event description:
It was reported that during a ptca procedure, the quantum maverick balloon ruptured. The lesion being treated was located in the heavily calcified 90% stenosed left anterior descending (lad) artery. The physician advanced the guide wire, then performed multiple inflations using two other manufacturer's balloons. The physician then used a 2.75 x 10 cutting balloon, inflating it two times. The quantum maverick balloon was then advanced and one inflation was performed at 25 atms for 30 seconds. The balloon ruptured. After rupturing, the balloon could not be withdrawn. The vessel occluded causing severe chest pain. The quantum maverick balloon catheter was withdrawn after significant tension on the catheter, leaving the distal half of the balloon and balloon catheter shaft tip in the patient. The distal balloon marker was seen on fluoro even after the catheter was withdrawn. An iabp was emergently placed, and patient was taken directly to or for CABG. A bypass of the lima to the lad was performed. The balloon/tip segment was removed durign this time. Patient status listed as "stable".